Event description:
It was reported that after the pump was implanted for fudr therapy, the catheter was flushed and found to be patent. Also, a dye study was performed which showed the catheter to be patent. Since the flow rate was slow, the pump was explanted. There were no pt complication.